Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged fire and property damage is related to the power cord. Solventum is reporting this event as a device malfunction that has the potential to result in injury if the malfunction were to recur. The affected power cord was destroyed in the fire and no additional information is available; therefore, a device evaluation could not be performed. Device labeling, available in print states: warnings: important information for users: in order for kci products to perform properly, kci recommends the following conditions. Use this product only in accordance with this manual and applicable labeling. Ensure the electrical installation of the room complies with the appropriate national electrical wiring standards. Avoid spilling fluids on any part of this product. Fluids remaining on the electrical controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazards to patient and staff. If spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connection and power supply components before reconnecting power. If the product does not work properly, contact kci. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 20-dec-2024, the following information was provided by the nurse: the charger allegedly blew up, catching the bed and house on fire. No harm or injury was sustained to the patient or other individuals. The patient¿s mother will obtain a replacement unit. On 23-dec-2024, the following information was provided by the patient¿s family member: the patient was receiving v.a.c.® therapy for three weeks and his wound was progressing well. The power cord was plugged into the wall and was not attached to the activ.a.c.¿ therapy unit at the time of the incident. The power cord was sizzling before it exploded. The fire brigade was called. The power cord was destroyed in the fire. No additional information is available. The affected power cord was destroyed in the fire and no additional information is available; therefore, a device evaluation could not be performed.